Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n450894, implanted: (B)(6) 2015, product type accessory; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The pump was filled with preservative free saline at the time of implant because drug was unavailable. At the first pump refill on (B)(6) 2015, the physician programmer read 9.9 ml of saline in reservoir; however, the doctor was not able to get any saline back when emptying the pump. He was certain he was in the pump and proceeded to fill the pump with dilaudid with no difficulty. The patient was to return to the office on (B)(6) 2015 for a checkup. After the refill, the doctor thought maybe the cause may have been that the wrong units were entered or wrong amount of saline at the initial implant when the pump was filled with saline. No actions were required. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury.¿ it was later reported that the patient was seen on (B)(6) 2015 and instructed on the use of the ptm (personal therapy manager). There were no further issues.